Event description:
Defective product: phaseal infusion adapter, lot # 706173. Other products involved: paclitaxel 6mg/ml, bedford labs (lot #1075155) and braun 100 ml normal saline infusion bags. The paclitaxel 95 mg in 100 ml nss was prepared using phaseal. Within 2 hrs of its preparation, the pharmacist removed the product from the chemotherapy hood for final inspection. Upon placing the product on the counter top for final inspection, less than half the contents of the bag emptied onto the floor. It was discovered that the phaseal infusion adapter had broke flush with the infusion bag's spike port. This is the fourth incident with 2 to 3 weeks. See other reports from july 2007. Paclitaxel 95 mg in. Dates of use: 2007.